Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as broken out, infected, open, oozing, and has a foul smell. The patient¿s physician prescribed nyamyc powder, hydrochloride pills, antibiotics, and steroids, as well as advised the patient to remove the device to allow the skin to heal. Follow up indicated that the rash improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.